Event description:
It was reported that during a coronary direct-stenting treatment procedure, the express2 otw 20/4.0 mm stent embolized. The physician attmepted to direct-stent the lesion in the circumflex coronary artery, but was unable to cross the lesion. The express2 was removed so the lesion could be dilated. Once the express2 was out of the sheath, it was discovered that the stent was not on the delivery balloon. Using fluoroscopy, the stent was found in the left main coronary artery. The pt was taken to surgery where the stent was successfully removed. Additional info has been requested regarding this event.

Event description:
The physician's assessment of the relationship of the device performance to the complaint event; "I don't believe this was a preventable device error."